Event description:
It was reported the device was "stopped ketamine pump due to patient going to procedure". When patient returned, changed tubing line and primed it. Before it was even connected to the patient, pump gave error message " downstream occlusion." Checked the line, made sure nothing was clamped, pump gave only two choices " power down" or " help". Pressed "help". Pump again directed to check that nothing was clamped, cap was off, tubing was not bent. The event occurred while in use with patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.